Event description:
The customer tested his blood glucose using his breeze2 and contour meters. The breeze2 read 400 mg/dl, while the contour read 186 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The breeze2 reagent lot number provided by the customer was not valid, so the meter info was provided instead.